Event description:
The customer reported that the device was being used during a code when after shocking the pt 3 times, they heard a loud noise. It is questionable whether or not a 4th shock was delivered. The pt, who was in ventricular fibrillation, expired.